Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue or find any logs that related to the display. The fse completed the inspection of cable connections and performed pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the display screen of the cardiosave intra-aortic balloon pump (iabp) went blank . No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the display screen of the cardiosave intra-aortic balloon pump (iabp) went blank . No patient harm, serious injury or adverse event was reported.